Event description:
Trauma pt with pre-existing swollen hand was sent to CT scan for scan of abdomen with IV contrast. The IV catheter had been placed by the trauma team, and was patent. Dye was delivered by an invision CT injector, set at 2cc/second flow rate. At completion of injection, the IV was found to be infiltrated. The pt required several fasciotomies to that arm as a result. It is noted that the pt had wrist restraints in place during infusion.